Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with the following pre-operative diagnosis: cervical myelopathy. The patient underwent the following procedures: intraoperative fluoroscopy. Cervical fifth vertebra corpectomy, cervical fourth to fifth vertebrae discectomy, cervical fifth to sixth vertebrae discectomy. Duraplasty. Placement of expandable cervical polyetheretherketone cage packed with autologous bone and rhbmp-2/acs. Cervical plating, cervical fourth to sixth vertebrae. Placement of lumbar drain. As per op notes, ¿we turned our attention to placement of the peek cage. The peek cage was packed with autologous bone and rhbmp-2/acs. The peek cage was then placed onto the corpectomy defect and then gently distracted under direct fluoroscopic guidance. The peek cage was made good contact with the c4 and c6 bodies. The locking screw was then tightened down.¿ post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.